Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was displaying scattered plot points on the continuous glucose monitor graph. Additionally, the trend arrows were missing. There was no reported impact to the customer's blood glucose level. Reportedly, issue had resolved prior to follow- up with tandem technical support.